Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that shortly after the device implant, the left ventricular (lv) lead impedance shot up to high levels. It was determined that the lv pin was not fully inserted into the device header. The pin will be reinserted, and the device will remain in use. No patient complications have been reported as a result of this event.